Manufacturer narrative:
It was reported that the surgeon attempted to remove the fractured probe fragment (approx. 35 mm in length) and was unsuccessful due to the patient's sclerotic bone. It was reported that the surgeon had previously used the curved lenke probe earlier in this procedure to aid with screw insertion at the l5 and s1 locations on the right side and l5 on the left side as intended with no complications. The surgeon completed the procedure by using a straight lenke probe in a more medial location at the left s1 to place a screw system with no additional complications.

Event description:
It was reported by a camber sales rep that the camber lumbar curved lenke gear shift instrument (i.e., pedicle probe) (cp-129-29, br08915b) fractured at the left s1 location during an l5-s1 posterior pedicle screw fixation surgery. The surgeon was unable to remove the fractured portion of the probe from the patient.